Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [extension]; however, it is unknown which [extension(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 6372, UDI: (B)(4), serial: (B)(6), batch: 6329681.

Event description:
It was reported that the patient had multiple falls and was experiencing ineffective therapy. Surgical intervention took place, and it was discovered the extension was damaged as well as the ipg header was cracked with blood inside. The extensions and ipg were explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the extensions attributed to the event.